Event description:
During a remote follow-up, episodes of undersensing were observed on the device. Technical services was contacted and provided reprogramming recommendations. No intervention has been completed at this time and the patient is stable.